Manufacturer narrative:
Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Single-used, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of product or further information.

Event description:
It is reported that the patient underwent an articular surface exchange due to infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.